Manufacturer narrative:
The pacemaker was removed from service but this rv lead remains in service. If new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that the pulse generator in association with this right ventricular (rv) lead may have caused or contributed to the noise induced pacemaker inhibition. The patient did experience syncope and asystole greater than 2 seconds as a result. Troubleshooting by the physician could not identify any lead issue such as fracture or break in either the rv lead or the device header. There was no stated evidence of a connection issue. Impedances were within normal limits also, tested with the pacing system analyzer.